Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of the incident was unknown. The customer's most current level was 91mg/dl. The customer states that their levels have gone up to the 400mg/dl. The customer states they conduct a correction bolus and drink lots of water. Troubleshoot was conducted. The customer was advised to contact their healthcare provider over the unexplained high blood glucose levels. The customer will be calling back to run high pressure test.